Event description:
It was reported that left ventricular lead exhibited loss of capture post implant. Upon interrogation the lead was found to be dislodged which was confirmed on imaging. The patient experienced diaphragmatic stimulation. The lead was programmed off. The lead was repositioned on (B)(6) 2017. In the process of repositioning the doctor forgot to pull the suture sleeve back and it went under the skin, over the guidewire and got pushed into the tissue and right atrium, after which it travelled to the pulmonary artery and lungs. The doctor tried to correct it but was unsuccessful. The patient was in a stable condition post procedure.